Event description:
A malfunction alarm occurred with the customer's pump, displaying malfunction code 16 which was not resettable after several attempts. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump initially, but when the issue persisted, they dispatched a replacement pump and instructed the customer on backup insulin therapy using multiple daily injections (mdi). The customer was guided on how to put the faulty pump into storage mode and agreed to return it using a prepaid label within 10 days.